Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that after puncture, saline solution leaked out at the connection to the thermo extension tube during use. Leaking out from the connector, probably saline solution, not anti-cancer drug.

Event description:
No new information.

Manufacturer narrative:
The complaint of a leak could not be confirmed from the photographs, 24ga insyte autoguard IV catheter and extension set that were provided for investigation. A functional test showed no leak when the IV catheter was tested with and without the extension set. A visual observation showed no damage or defects on the returned sample. Although the returned sample does not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.